Event description:
It was reported that an angio-seal was deployed post angioplasty. The pt received a stent under a drug regimen of heparin (500 iu), aspirin (250 mg) and clopidogrel (dose unk) intravenously. A pre-deployment angiogram showed the artery to be in good condition with no plaque or disease. The next day (approx 20 hours post angio-seal deployment), when the pt was about to be discharged from the hospital, the pt complained of pain in the leg. A small hematoma appeared at the puncture site. Manual compression was applied for 20 minutes and the pt was discharged two days later. The pt's condition was reported as good, with the hemoglobin at a normal level.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.